Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported by the mother that the customer kept receiving no delivery alarms. Customer was sent to the hospital due to blood glucose of 600 mg/dl. Customer was vomiting and had ketones. Advised customer to return insulin pump for analysis. No further information provided.

Manufacturer narrative:
A cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window, and a cracked case near the display window corners were noted during the visual inspection. The insulin pump passed the functional testing including the prime, displacement, basic occlusion, occlusion, and excessive no delivery alarm tests. No excessive no delivery alarm was noted.